Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a bypass of gastroenterostomy/open procedure, on the third firing for jejunojejunostomy the nurse connected the device and checked the handle indicator,the adapter indicator ,and the cartridge indicator were illuminated and the jaws opening/closing. Then the surgeon pushed the green firing mode button, however could not fire. The surgeon repeatedly clamped the tissue and pushed the green button over and over, but could not fire either. Replaced by a new handle and connected the cartridge described above, the firing was completed. UDI number is not available. The procedure was completed with another device. The patient gender is not available. The patient age is not available.